Event description:
It was reported that the implant was found to be expired, but the doctor decided to implant it anyway. The patient left the surgery in good health and no injuries have been reported. No delay was reported and no backup was required.

Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. Our records confirm the expiration on the implant is 1/5/2020, the sterility of the product is 10 years. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. Possible probable cause could include but not limited the user error (not verifying the label properly). At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.